Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-08138. The patient received the scs leads on (B)(6) 2011. It was reported that the patient stopped feeling stimulation. The impedance had invalid values. Reprogramming the parameter values were unable to resolve the issue. The leads were removed and replaced by new leads.

Manufacturer narrative:
Evaluation: results: the complaint was confirmed. As returned, one of the lead had a bent area with all wires broken. The bent lead damage observed is consistent with the stresses the lead was subjected to while implanted. Testing could not be performed due to the broken wires. The second lead passed continuity and stress testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.